Event description:
The customer stated that patient samples generated falsely decreased results for the architect ca19-9xr assay using lot 17158m500. The results generated from one patient with the architect were low compared to the results generated at a reference lab using a method with the same technology as the architect (method was not provided). This patient sample generated a result of 12.7 u/ml with the architect compared to a result of 31.1 u/ml at the reference lab when the same sample was retested. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). Evaluation is in process, a follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The customer reported depressed patient results that were generated while multiple levels of controls were out of range. In addition, control values were imprecise. The instructions in the package insert were not followed. The customer did not run all three levels of quality controls every 24 hours when samples were tested and did not recalibrate this reagent lot when controls went out of range. The trend review identified normal complaint activity for the issue under investigation. The ticket search identified normal complaint activity for likely cause lot. The accuracy testing completed using the likely cause lot has also passed. The evaluation results determined that no product deficiency or malfunction could be related to this issue.